Event description:
The customer questioned low results for 5 patient samples tested for ca2 calcium gen.2 (ca2) between (B)(6) 2018 and (B)(6) 2018 on a cobas 8000 c (701) module. Based on the data provided, the results for 2 patient samples are a reportable malfunction. Patient 1 initial ca2 result was 7.1 mg/dl. The sample was repeated on another instrument and the result was 9.3 mg/dl. On (B)(6) 2018 patient 2 initial ca2 result was 7.7 mg/dl. The sample was repeated on another instrument and the result was 10.7 mg/dl with a data flag. The erroneous results were not reported outside of the laboratory. The repeat results were believed to be correct. No adverse event occurred. The ca2 reagent lot number was 27022701 with an expiration date of 31-oct-2018. The customer stated qc results were within the acceptable range. On (B)(6) 2018 the customer continued to have issues with ca2 results. No specific data could be provided by the customer. The field service engineer (fse) visited the customer site and found crystallized reagent around the rim of the reagent bottle. This bottle was removed. The fse checked and adjusted the reagent compartment settings. The customer ran calibration and qc with acceptable results. The customer's calibration and qc data were acceptable. Based on calibration and qc data, a reagent issue is not suspected. The customer has not had any issues since the service visit. The investigation determined that the issue found by the fse was the root cause of the event.